Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the malfunction. The issue's impact on the customer's blood glucose level remains unknown as the customer declined to provide this information. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were also instructed to call back if any malfunction code recurred, which the customer acknowledged and understood.